Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed(B)(4).

Event description:
It was reported that the customer had a motor error alarm during rewind. There were some motor error alarm alarms in the alarm history. The customer complained that the drive support cap was loose and was sticking out from the side of the insulin pump. The customer's blood glucose was normal and did not require any medical treatment.